Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implantation of an afx2 bifurcated stent graft (bsg), an afx vela suprarenal extension, and an afx vela infrarenal extension on (B)(6) 2020. On (B)(6) 2026, a disjunction between the afx2 bsg and the aortic extension was identified, along with aneurysm enlargement. The patient is currently being monitored.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies have bee requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted upon completing of clinical evaluation.